Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter would no longer flush after initial use. It was replaced with a new catheter and continued with the procedure. The procedure and patient outcome are not known. The device is available to be returned for analysis.